Event description:
The device was returned along with the wingspan delivery system reported under MFR # 2939204-2010-0056. Inspection of the device found the polytetrafluoroethylene (ptfe) coating peeled along its proximal section. There were no reported clinical consequences to the patient.

Manufacturer narrative:
A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specification. Device analysis found the polytetrafluoroethylene (ptfe) coating was pealed between 120.0cm to 142.0cm from its proximal end, and brass collet markings appeared to be on the guidewire. The distal end did not reveal any abnormalities or any evidence of peeling/flaking in the coating. From the condition of the guidewire it appeared that the torque device had been dragged down the device. The ptfe coating peeling observed at the proximal end of the guidewire is indicative of insufficient tightening of the torque device. The synchro¿s direction for use (dfu) instructs that insufficient tightening down of the torquer can lead to ptfe peeling. Therefore, a root cause of user error has been assigned to this investigation.

Manufacturer narrative:
A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specification. Device analysis found the polytetrafluoroethylene (ptfe) coating was pealed between 120.0cm to 142.0cm from its proximal end, and brass collet markings appeared to be on the guidewire. The distal end did not reveal any abnormalities or any evidence of peeling/flaking in the coating. From the condition of the guidewire it appeared that the torque device had been dragged down the device. The ptfe coating peeling observed at the proximal end of the guidewire is indicative of insufficient tightening of the torque device. The synchro¿s direction for use (dfu) instructs that insufficient tightening down of the torquer can lead to ptfe peeling. Therefore, a root cause of user error has been assigned to this investigation.